Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged from the vessel one month post implant. A lead revision was performed were this lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.